Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a hole in the reservoir. It was suspected that the reservoir folded on itself creating a pinch point. A new ipp was implanted and there were no patient complications reported.